Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the staples did not form but the knife blad cut through tissue. The pt had rectal bleeding from the site of surgery. The condition was treated by packing the area tightly using gauze. About 10 gauze pads were used and they had to be held in place by the assistant surgeon. Following this, the surgeon placed sutures all around the rectal mucosal layer surrounding the wound where the blade cut through. There was a slight difficulty in removing the stapler initially after opening. However, this was resolved by cutting away the sutures holding the winged port in place and removing the stapler and the winged port together. There was unanticipated tissue damage. There was no unanticipated tissue loss. Ther was bleeding reported in excess of 500cc. A blood transfusion was required. The case was extended by more than 30 minutes.